Manufacturer narrative:
(B)(4).. Eval, results: tight and severely calcified access vessels; sheath. Conclusion: tight and severely calcified access vessels.

Event description:
A talent stent graft sys was inserted into the pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The access vessels were tight and severely calcified. It was reported that the physician tried to insert the device into the pt; however, the device was unable to be advanced due to the tight and calcified vessels. The delivery sys ended up kinking, and after the delivery sys was removed, an 18fr. Sheath was inserted to maintain hemostasis. However, during insertion of the sheath, the iliac artery became perforated, and the physician repaired the injury with a stent from another MFR. The endovascular procedure was aborted, and the talent device was discarded by the user facility. No additional clinical sequelae were reported, and the pt is fine.